Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (response button problem) was confirmed. Upon investigation both response button covers were missing. The response buttons were intermittently sticking, causing the response button failure. The root cause for the intermittent response buttons could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was having problems with the response buttons.